Event description:
It was reported that the balloon burst during the first inflation at 23 atm, which is below the maximal recommended pressure. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample was returned. There were no kinks on the catheter. The patency of the catheter was checked and achieved with no problem. The bifurcate and the shaft appeared intact. The balloon was folded down to two wings. There was fiber bunching and frayed fibers on the proximal end of the balloon approx 5.8 cm from the distal tip. The balloon was inflated with air to look for bubbles and air bubbles were exiting near the portion of the fiber bunching. The balloon was inflated (rbp=27 atm) with water and observed under a 10x microscope. A longitudinal split was found and measured approx 8mm in length. It is unk if the bunching caused this longitudinal split. It was reported that the pt had calcified vessels. Calcified vessels are known to contribute to balloon ruptures. The investigation is confirmed for balloon rupture. The definitive root cause is unk. The current IFU (instructions for use) states: warning: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended.